Event description:
Patient presented with 28-29mm diameter neck, 12mm neck length (off-label), 128mm renal to bifur, external iliac vessels measuring 12-13mm, iliac aneurysm in right external. Access and deployment of a 28-16-140bl bifurcated device, a 34-34-100rl suprarenal extension, and a 20-13-88fl limb extension (placed on the right [ipsi]) were uneventful. The physician post-dilated the distal edge of the limb extension with a self expanding stent, after which, the patient's bp dropped. Contrast dye was injected, and a perforation in the right external was found. Attempts to advance a balloon into place to exclude the perforation were ineffective. The cutdown was extended, however the repair was not successful, and the patient hemorrhaged during the procedure. Cause of death: tbd

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.complications occurred during the procedure. Additional information has been requested; however, no conclusion can be drawn at this time.

Manufacturer narrative:
Request for additional information from the user facility was unsuccessful, no conclusion can be drawn at this time.